Event description:
It was reported via repair work order that the side control brakes would not remain engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the side control brake/steer pedal would not be able to operate due to a missing roll pin from the pedal assembly. However, the brakes could be engaged and disengaged from the other pedals. This event is not likely to result in serious injury or death because the brakes could still be operated from an alternative pedal, and the unit could still be put into brake if needed.

Event description:
It was reported via repair work order that the side control brakes would not remain engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.